Manufacturer narrative:
Internal complaint reference number: (B)(4).

Event description:
It was reported that when typing the hospital identifier in for a cori case, the system exited out of screen when selecting the procedure. Then smith&nephew wording popped up as the system restarted and the error was: "system fault-critical error-the system has detected that launcher exited due to a configuration error. Please contact robotics care." Quit was the only option and system shut down with the blue manual appearing on front screen of console. They turned the back switch off, let it rest, then repowered the system. All worked after. No delay or additional complications reported.

Manufacturer narrative:
H3, h6: the cori console p/n rob10024 sn (B)(6) intended for use in treatment was returned. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. A kpc test was performed and the test passed. The reported problem was not confirmed. A case was run through and at no point were there any errors or system shut down messages. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. Although the reported problem was not confirmed, no reasonable contributing factors could be identified based on the received complaint information and investigation results. Based on the investigation, no further containment or corrective action is recommended or required at this time.